Manufacturer narrative:
(B)(4).

Event description:
It was reported that a rise in capture thresholds was observed on the right ventricular lead. No patient symptoms were reported. Device reprogramming was performed.

Event description:
New information reported that the lead was capped and replaced on (B)(6) 2015.